Manufacturer narrative:
Concomitant medical products: 1103 hvad, pump implanted: (B)(6) 2018, 1125 hvad outflow graft implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered due to low right ventricular (rv) lead defibrillation coil impedances. It was noted that the coil historically has exhibited low impedances, and the lead remains in use. No patient complications have been reported as a result of this event.